Manufacturer narrative:
Conclusion code 2: added code. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: improper component placement.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During the procedure, a gore® excluder® trunk-ipsilateral leg component rlt281418 was placed as intended and cannulation of the contralateral leg hole was performed. A gore® excluder® contralateral leg component plc181200 was subsequently advanced and placed what was believed to be the intended location. The procedure concluded without issues. On (B)(6) 2019, follow-up computed tomography imaging revealed that the plc181200 had not been deployed inside the contralateral gate of rlt281418 component but posteriorly to the gate. A retrospective analysis of the intra-procedural images confirmed that gate cannulation was never originally achieved. Reportedly, the misplacement happened due to a misjudgment by the physician. On (B)(6) 2019, a re-intervention was performed and a gore® excluder® contralateral leg component plc181000 was implanted to reconnect both the rlt281418 and the plc181200. The patient tolerated the procedure.